Manufacturer narrative:
One used sample was received for evaluation. Visual inspection was performed. Functional testing was unable to verify or duplicate the reported problem. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
B3: (B)(6) 2025 was the month and year of the event, but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was liquid leakage near the connector. The event occurred during the patient use. There was no patient harm/adverse event reported.